Event description:
It was reported that the customer received multiple occlusion alarms on the third day of using cartridges. Reportedly, customer's blood glucose level was impacted. During troubleshooting with tandem technical support, customer indicated humalog insulin was being used and customer would change to novolog.

Manufacturer narrative:
Should new relevant information become available, a supplemental report will be submitted.